Event description:
It was reported that pump displayed malfunction alarm code that showed as resettable and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.